Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient's implantable cardioverter defibrillator binned a rhythm suggestive of atrial fibrillation with rapid ventricular response as a ventricular tachycardia. As a result, the device performed 3 inappropriate rounds of anti-tachycardia pacing and 4 inappropriate shocks. The therapy failed to terminate the rhythm at therapy timeout. Programming changes were made to the device to address this issue. The patient was in stable condition.